Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "after all cuts were made the surgeon was removing the block. When the block came off, one of the 2 pegs remained in the bone. The surgeon removed the peg from the bone."